Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, number four states, "care is to be taken to assure adequate fixation of the meniscal tissue at the time of surgery. Failure to achieve adequate fixation through improper positioning or placement of the device can contribute to a subsequent undesirable result." Three possible lot numbers were attempted for use during the procedure. The three lot numbers are 009370, 182050, and 743040. Review of device history records confirmed that all lots released with no recorded anomaly or deviation. Expiration dates - 009370 - 12/31/2014, 182050 - 01/31/2015, 743040 - 11/30/2014. Device manufacture date - 009370 - 01/13/2010, 182050 - 02/11/2010, 743040 - 11/23/2009. The user facility was notified of the event on february 21, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted february 21, 2011.

Manufacturer narrative:
On (B)(6) 2011, a notification was received from the user facility. The user facility reported that the difficulties with the meniscal devices were due to "the anatomy and location of the patient's meniscal tears which required seven attempts to secure the anchors to achieve a final acceptable repair utilizing two successful anchors". Further on, they establish that "there was not any user error nor malfunctioning of the product, but perhaps inadequate performance of the product due to the difficult proximity and location of the meniscal tears." (B)(4).

Event description:
It was reported that patient underwent a procedure utilizing a meniscal repair device on (B)(6) 2011. During the procedure, the surgeon could not get the meniscal repair device to take hold in the lateral meniscus. The surgeon attempted the use of seven devices, of which two were used successfully. However, lot number identification cannot be confirmed. A delay of greater than thirty minutes occurred as a result of attempting to use multiple meniscal repair devices.

Event description:
It was reported that patient underwent a procedure utilizing a meniscal repair device on (B)(6) 2011. During the procedure, the surgeon could not get the meniscal repair device to take hold in the lateral meniscus. The surgeon attempted the use of seven devices, of which two were used successfully. However, lot number identification cannot be confirmed. A delay of greater than thirty minutes occurred as a result of attempting to use multiple meniscal repair devices.